Event description:
A valiant navion stent graft was implanted to treat a dissection. It was reported that, during a follow up CT, a type ib endoleak was found. Per physician, the cause of the type ib endoleak in unknown. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Core lab review of CT imaging from approximately 28 months post index procedure was not evaluable for endoleak, fracture and stent ring enlargement. No stent ring migration was observed. Core lab review of CT imaging from approximately 40 months post index procedure observed no endoleak, fracture, stent ring enlargement or stent ring migration. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.